Manufacturer narrative:
Initial reporter phone number (B)(6) b3. Exact date of event is unknown investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with inflatable penile prosthesis (ipp) procedures and are noted as such in the device instructions for use. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review the device instructions for use (IFU) was reviewed. The patient symptoms patient problem and infection were found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) device implanted ten years ago. The device has now extruded by the glans and the mechanism of penile insufflation has been broken. The device was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Initial reporter phone number (B)(6). Upon receipt of these inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually and functionally tested, and no defects were identified in the component. Visual examination of the cylinders identified that the first cylinder was colored blue, the component exhibited wear at fold and a hole was identified, consistent with explant damage. Visual examination of the second cylinder identified that the component exhibited wear at fold, and a hole in the outer tube, consistent with explant damage. No leaks were identified in the inner tube of the second cylinder. The pump was visually and functionally tested, and no leaks were found. However, the pump did not pass the activation test. This observation could affect the functionality of the device. Although the functional testing of the pump identified that the component did not perform within specification, the reported observations of migration and erosion could not be confirmed. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use (IFU). This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) device implanted ten years ago. The device has now extruded by the glans and the mechanism of penile insufflation has been broken. The device was explanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Initial reporter phone number (B)(6). Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are a known risk associated with inflatable penile prosthesis (ipp) procedures and are noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms patient problem and infection were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) device implanted ten years ago. The device has now extruded by the glans and the efincterian mechanism of penile insufflation has been broken. The device will have to be replaced. The patient remains stable.